Event description:
It was reported that the patient received a new system implant on (B)(6) 2014. On (B)(6) 2014, the patient experienced systemic sepsis infection and the system was explanted. A new system was implanted.